Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored verify screen with auditory and vibratory features. No tactile issue was found with the buttons. The reported display issue was duplicated in the investigation.